Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device found a high current drain condition. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Event description:
It was reported that the device was returned to the manufacturer after being removed for normal depletion. The device subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.